Event description:
It was reported that the patient experienced incessant ventricular fibrillation (vf). It was further reported that eventually the vf disintegrated enough that the patient¿s right ventricular (rv) lead exhibited undersensing, resulting in aborted shocks, delayed detection, and finally no detection by the patient¿s cardiac resynchronization therapy defibrillator (crt-d). The patient required external cardioversion and emergency stabilization. Two days later the crt-d was turned off, care was withdrawn, and the patient died. The cause of death is unknown, however the patient was found to suffer from hypoxia due to the vf, a severe anoxic brain injury, and diffused encephalopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).